Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk ((B)(4)), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Clinic reported patient's right arm went completely numb with injections and less than 24 hours post treatment the right arm was back to normal but patient reported some numbness and tingling in his left thumb and middle finger. The device operator did not recall any issues during treatment of the left side. Patient subsequently reported symptoms of numbness, weakness, and loss of dexterity in the thumb and middle finger of his left arm and shooting pains in his arm that were affecting his sleep. Patient saw a neurologist and had testing done. They said the nerve was "stretched" by the lidocaine (injected anesthesia) and that it may take 2-3 years to heal completely. Patient reported taking lyrica and one other medication which was helping to relieve his symptoms.